Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: - detection method is described in IFU: tjf type 150 operation manual chapter 3 preparation and inspection. - preventive measure is described in IFU: tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that forceps channel port was deformed and the device had scratches throughout the device. The bending angle in the down direction and play of the up/down were out of standard value due to wear of the angle wire. The universal cord had discoloration and switch 1 had a cut. The adhesive on the bending section rubber was detached and the grip was dirty. The scope cylinder was shaved and the angulation control knob felt loose/light. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus field service engineer, that the duodenovideoscope had angulation play and wrinkles in connecting tube. The issue was found during maintenance. Inspection and testing of the returned device found that the forceps elevator had yellowish/brown foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.